Event description:
It was reported that the patient presented to a scheduled procedure. Prior to the procedure, the right ventricular lead exhibited high capture threshold and pacing impedance. The lead was capped and replaced on (B)(6) 2023. The patient condition was stable.